Event description:
A customer reported to baxter (B)(4) that there were some cracks on the light blue main body. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The report of damage was confirmed, during evaluation of the returned disposable chipping/flaking and crack of the light blue main body were identified. The assignable cause was undetermined.